Manufacturer narrative:
(B)(4). Batch #t95016. Investigation summary: the device was received with the electrode separated from the ceramic, but still attached to the active rod. In addition, the top jaw was not missing as reported. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen indicating "reposition jaws and reactivate." This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen three time. The separated electrode prevented the instrument from fully cycling open or close. This is due to the interference between the blade and electrode. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. There is insufficient evidence related to what caused the damage on the device. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a coelioscopy, the jaws detached from the platform. Another device was used to complete the procedure. There were no patient consequences reported.